Manufacturer narrative:
The device involved in the event will not be returned as the stent remains in the patient and the pushwire was discarded.(B)(4).

Event description:
Information received from the (B)(6) clinical study. Treatment of an acute stroke in the right ica (internal carotid artery). The patient¿s anatomy was severe in tortuosity. On (B)(6) 2014, the patient underwent an emergency mechanical thrombectomy. During the procedure, the physician used a solitaire device for the m2 area occluded with thrombus and removed the thrombus from m2. Upon removing the solitaire from the patient, it got caught on an indwelling stent that had been deployed in the carotid and could not be either pulled or pushed. For that reason, the physician removed the marksman microcatheter and tried to capture the solitaire with 6fr jb2, but was not able to remove the solitaire so the physician intentionally broke the solitaire at the proximal radiopaque marker to remove the pushwire. The solitaire remains inside the patient. The procedure was completed without further action. The physician commented that the guiding catheter should have been delivered more distal to the stent deployed in the carotid, but the guiding catheter inserted was too short for that. On (B)(6) 2014, left hemiplegia and unilateral spatial neglect were observed during follow-up. These symptoms were the subsequent complication of the acute stroke and were not caused by the solitaire device or procedure.